Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been receiving inaccurate fill estimate for the past couple of weeks. Tandem technical support requested that the customer upload to t:connect to troubleshoot past events since the customer is currently receiving a correct fill estimate. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
Review of pump data on 6/14/16 did not confirm the reported issue and customer was informed. Customer declined any further follow up.